Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Lot number - requested but not provided. Expiration date - unknown due to unknown lot number . UDI - requested, not provided . Device manufacture date - unknown due to unknown lot number. Additional patient information: patient's height was 5' 2". The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal collagen device was deployed inside the artery which caused severe leg pain for the patient on the recovery floor which led to the patient going to the operating room to have the collagen surgically removed. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 25june2020: a pre-deployment angiogram was performed. The procedure perform was a left heart catheterization stent replacement using a 6fr sheath in the right femoral artery. There was no difficulty with arterial access. This was a single puncture that went smooth. There was slight oozing, no hematoma. The patient was on bed rest for two hours with good pulse. After two hours the patient was up walking and a hematoma formed and the pulses started to diminish. A CT scan was ordered and performed. It is unknown what was found on the scan however the patient was sent to the operating room.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.